Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue was reproduced during the device evaluation. Evaluation observed that the #3 key did not work properly. The device was determined to not meet all product specifications related to the reported event. The #3 key did not work properly was verified. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the #3 key on the keypad to not work properly. There was no patient involvement associated with this event. No additional information is available.